Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal and patient pain. The devices were originally implanted in 2008 and revised in 2011.

Manufacturer narrative:
This event was reported to smith and nephew under FDA medwatch report number mw5023736.